Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed and was not detected on the bus. The customer had tried to recover and rebooted the device and the failed drawer but still reported that it was not detected on the bus. The customer also attempted to shut down the station by unplugging the power cord from the back of the station, waited for 10 minutes, reconnected the power cord, and tried to recover the drawer again, but the issue persisted. However, the drawer was still failing and could not be recovered. The customer stated that user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that cubie pockets had multiple failures. A field service engineer (fse) confirmed that the customer successfully recovered the pockets. Then the pockets were released and reinserted into the mother of all boards (moab). The system functioned as intended after the customer resolved the issue.